Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer confirmed he was not in the room when the original issue occurred. But he attempted swapping out the scopes and the issue continued, so he believed the problem was with the light source. Later, when he changed out light source devices, it functioned properly at first, then began displaying a b30 error as well. So, he returned to the original light source and used another new scope, and the error was no longer present. Tac explained to the customer that the issue is likely with the original scope, customer said that scope is currently being reprocessed, and intends to call back if further issues arise. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying a b30 scope communication error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a problem in a scope used in combination. The detailed problem of a scope and a root cause could not be identified. Olympus will continue to monitor field performance for this device.